Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t-wave oversensing was observed again. Programming changes were made to device. Patient was fine after event.

Event description:
It was reported that via a merlin.net transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended. No further information available.